Event description:
It was reported in the international urogynecology journal including pelvic floor dysfunction, published online in 01/2004, that in 2002 the pt underwent anterior colporrhaphy, sacrospinal fixation of the vagina and a bladder suspension procedure. Five weeks post operative, the sling was removed due to recurrent urinary stress incontinence and a new sling was inserted. Two weeks later, the pt was admitted with an accumulation of gas in the pubic region and left labium majus, as well as a moderate hematoma in the small pelvis. Pt underwent debridement/necrectomy and drainage of the affected area and removal of the tape. Pt was ventilated and received hyperbaric oxygen therapy and antibiotics. A central venous catheter was placed. The catheter perforated the subclavian vein and the vein was stented. Pt was electrocardioverted for tachycardiac fibrillation, and pt had acute renal failure. On post-op day four, pt underwent an additional debridement/necrectomy and was extubated. Two weeks later, pt wound showed good granulation, and a reconstruction was performed by plastic surgery. Further course was uneventful. After removal of the indwelling catheter pt showed grade 3 urinary stress incontinence.